Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, there were clogged cannulas on an unspecified number of needles leading to no flow into tubes during collection. There were no health impact or consequences reported.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 30 samples for investigation. Ten (10) of the samples were evaluated by functional draw testing and the indicated failure mode for clogged cannula with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogged cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.